Event description:
It was reported that a pump has an "air-in-line alarm then will convert to a clean load point #2 alarm." It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The reported "air-in-line alarm then will convert to a clean load point #2 alarm" could not be reproduced. The evaluation found cracks on the upstream sensor, which is a known cause of the reported symptom. Review of the history log confirmed the reported "air-in-line alarm." The upstream sensor will be replaced.